Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2011. In the first few months following the procedure, the patient was satisfied with the implantation. However, on (B)(6) 2011, the patient presented with a little dyspareunia on the left side of her vagina, and was prescribed estrace cream (prescription duration unknown). In (B)(6) 2011, the patient reportedly felt "50 percent" better regarding her dyspareunia, however the estrace cream began causing her irritation, so she stopped using it. On (B)(6) 2012, the patient again reported dyspareunia and discomfort in her vagina. On (B)(6) 2012, the patient reported dyspareunia, as well as increased pain. She was referred to another surgeon, who suggested the option of nerve block injections for her discomfort. As of (B)(6) 2012, the patient was undecided as to whether she was going to pursue the injections.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.